Manufacturer narrative:
Patient weight updated. Event date updated. Patient code (B)(4) has replaced (B)(4) as it was reported that the seizure occurred prior to implant and prior to anesthesia, making it unrelated to the device and procedure.

Event description:
A healthcare provider reported that the patient had the seizure on (B)(6) 2014 prior to being put under anesthesia for the stage 1 implantation. The cause of the seizure was allegedly a pre-existing subdural hematoma. The stage 1 implant surgery was postponed to (B)(6) 2015. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient about an event at implant for essential tremor movement disorders. It was reported that the patient had a seizure in the operating room, which negated the implant surgery. The patient¿s surgery was postponed. The event happened in (B)(6) 2015. No complications or further complications were reported.